Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The compactflash card was replaced to resolve the reported issue. Customer contact reports there is no patient information available.

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation. There was no report of patient harm.